Event description:
Customer reported back check valve failure. The secondary flush infusion backed up into the primary tubing. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the set has not been received. A follow up report will be submitted with investigation results should the set be received for evaluation.